Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: pump fails to power on. Unable to perform steps 4, 8-13, 21 and 22 due to no power to pump. Battery compartment is cracked alongside of pump. Battery cap attaches securely to pump. Moisture observed in display. Pump leaks at battery compartment. Pump opened and moisture damage found on pcb. No power to pump due to moisture damage.